Event description:
It was reported that during the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely or not. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6).

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.